Manufacturer narrative:
H.6. Investigation: customer returned (82) sealed/unused 31gx8mm bd pen needles from lot 9176382. One (1) photo of a bd pen needle was also provided. Consumer reported during injecting insulin the plunger will not press down; also stated ¿when I remove the needle and its bent¿. 30 out of the 82 returned pen needles were examined, then tested for flow using a test pen injector: all 30 pen needles were able to expel properly. These 30 pen needles were then tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 tested samples tested within specification. No evidence of manufacturing defect was observed. The provided photo was reviewed, and it was observed that the patient end (pe) of the depicted pen needle was bent. No evidence of manufacturing defect could be determined from the photo provided. Since no manufacturing defects were observed, the probable cause of the bent pe cannula is user error when using the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (pe cannula bent). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog, difficult/unable to operate). The possible root cause for the pe cannula bent issue is: user error. No evidence of manufacturing related issues were observed on the returned samples or photo. Since no manufacturing defects were observed on the returned samples nor the sample in the photo, the probable cause of the bent pe cannula is user error when using the pen needle. If the user removes the cannula shield obliquely the pe cannula may bend during the shield removal process.

Event description:
It was reported that the bd ultra fine¿ pen needle would not press down while injecting insulin. The following information was provided by the initial reporter: "consumer reported during injecting insulin the plunger will not press down. I give more force and still nothing goes. I remove the needle and its bent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle would not press down while injecting insulin. The following information was provided by the initial reporter: "consumer reported during injecting insulin the plunger will not press down. I give more force and still nothing goes. I remove the needle and its bent."